Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. Reasonable evidence suggests this lead exhibited a malfunction. Attempts to obtain additional information were unsuccessful. The right ventricular (rv) lead was also explanted in the same surgical intervention. Both leads were successfully replaced. No additional adverse patient effects were reported.